Event description:
The device has helped the patient some. She still has concerns regarding her device/therapy but was working with her doctor or company representative. She had an appointment on (B)(6) at 1:45pm.

Event description:
It was reported that a patient was not able to adjust stimulation and there was a poor communication screen on the patient programmer. The patient programmer or antenna was adjusted and the device settings were adjusted from 2.35 volts to 2.45 volts. The reporter stated that the patient could feel the stimulation sensation. It was reported that the patient slept with the device on the night prior to the report and had good pain relief but wanted to turn it up for the day of the report. Two days later, it was reported that stimulation was felt in the wrong location. The reporter stated that the device was changed from program b to program a. It was reported that this was "a little better" for the patient and she would try the setting for a while. It was noted that the patient had an appointment with her doctor on (B)(6) 2013. It was further reported that there was a loss of therapeutic effect. The reporter stated that the patient didn't think the device was working because she had a lot of pain and had to take three percocets. It was reported that the patient needed to "prop herself up on the kitchen sink" to keep some weight off of her legs. Stimulation was increased. Nine days later, it was reported that a patient's stimulation was at 1.4 volts and the patient wanted to move it down to 1.35 volts. It was unclear if stimulation was decreased. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the manufacturer representative had met with the patient the day before and reprogrammed the patient's device. It was noted that the patient was elderly and had trouble remembering how to use the patient programmer. If additional information is received, a supplemental report will be submitted.